Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8597767. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's right lead migrated. Multiple attempts to reprogram was attempted to no avail. Surgical intervention was undertaken wherein the right lead was explanted and replaced.